Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the cursor was jumping away from the stylus position on the screen. The issue was related to a defective stylus controller board. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.